Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR report numbers: 1221359-2022-04080, 1221359-2022-04081 and 1221359-2022-04318.

Event description:
The consumer reported four (4) false negative result with the binax now covid-19 antigen self-test performed between 25jul2022 and 26jul2022. This MFR. Report addresses three (3) of four (4) test results. The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 and generated a negative result. Pcr confirmation testing was performed on (B)(6) 2022 at a healthcare providers, on an unknown sample that generated a positive results (CT values not provided). The patient was symptomatic, and had no sense of taste or smell. The patient also experienced congestion, and had fever for two days prior to testing no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 203938 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 203938 and device part number 195-430h / lot 198563. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 203938 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.